Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-nov-2025 . Investigation summary: bd received one photo and one sample for investigation. Evaluation of the attached photo and returned sample shows evidence of excessive gel in the tube. Additionally, a visual inspection was performed on 100 retained samples, and excessive gel was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: excessive. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst ii plus blood collection tubes, four (4) tubes contained excessive gel in tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® lh pst ii plus blood collection tubes, four (4) tubes contained excessive gel in tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.